Event description:
Customer reported the system was displaying a precharge error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the batteries had not been charged. Ge rep recommended customer leave system plugged in when not in use to charge batteries. System operates as intended.